Manufacturer narrative:
Further investigation could not be performed as no customer material was received. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. All test strips lots that were released in the last three months fulfilled the release criteria at that point of time.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The initial result was >8.0 inr. The second result with the same sample was >8.0 inr. The third result with the same sample was 2.2 inr. The fourth result with a new sample was 2.0 inr. Information concerning if any erroneous result was reported to a person making a treatment decision was requested but it was unknown. There was no allegation of an adverse event.